Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion set leaked insulin from the luer connection and this resulted in hyperglycemia. She changed the infusion set and delivered insulin injections. The first infusion set leaked insulin during use and the next 3 infusion sets leaked insulin during the prime procedure. She reported the luer does not fit correctly and just "spins and spins." No adverse event was reported. The infusion tubing was requested for evaluation, and the customer was sent a replacement adapter.